Event description:
It was reported that the device could not be interrogated due to interference from an implanted lvad device. Various techniques were attempted, but it was later noted that the device would be replaced. No further information is available.

Manufacturer narrative:
Our CAPA system has found this past-due reportable event.